Event description:
The customer claims that the alarm had no power when tested with new batteries all of the same brand and with new sensor pads. The customer did not see any visible damage on the alarm case. This was discovered during set up, and there was no patient contact. Inspection of the product found that there is battery acid inside the battery compartment.

Manufacturer narrative:
(B)(4), results: evaluation of the returned product found that there is an excessive amounts of battery acid inside the battery compartment and no further testing could be performed. There was no visible damage to the outside of the alarm case. Note: the instructions for use has a warning statement: do not mix old and new batteries or battery brands. This may cause rupture or leakage and damage alarm. (B)(4).